Manufacturer narrative:
It was later reported that this lead was surgically abandoned. During the procedure, the physician could not advance the stylet further than the first rib and thought this was related to a possible crush of lead. The device remained in-service. Again, no adverse patient effects were reported.

Event description:
--

Event description:
--

Manufacturer narrative:
Boston scientific received information that remote monitor was recently disabled on this device with a fault code of 1007, battery capacity was limited. The field representative inquired of the history of this device and lead. In review of the remote monitoring alerts this device was confirmed to have a shorted condition the month prior. There was inquiry as to why this was not communicated. In review, the alert was communicated and confirmed that a physician was aware of this shorted condition but possibly had not informed other physicians. Another physician at another location had performed the lead revision and was not aware of the shorted condition at the time of the revision. The device remains in-service and final resolution has been requested from the field representative.

Manufacturer narrative:
Resolution was requested from the field representative and no further information has been received. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that the device was explanted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no device anomalies. It was also verified that the right atrial and right ventricular is-1 leads were fully inserted by the evidence of the lead seal ring marks in the device header ports. However, an x-ray inspection verified that the plasma fuse was blown. Pin gauge testing, designed to verify proper port dimensions, was completed and each port measured as expected. The device was returned at end of life (eol) and this was tripped as a result of a long charge time. Further, examination of the device memory revealed that the device had shocked into a shorted lead condition during episode v ¿ 20975 while trying to deliver a 41 joule shock. This resulted in the plasma fuse being blown and a shorted lead fault being issued as well as the device not being able to be charged for further episodes that resulted in a charge time out fault and the declaration of eol battery status. Device analysis could not confirm the noise or impedances allegations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected non-sustained noise and low pacing impedances on this right ventricular lead. The physician had elected to continue to monitor the issue. Subsequently, other low impedances were measured. No adverse patient effects were reported. It was further reported that a short circuit condition was observed. Shock impedances were 45 ohms however, the most recent measurement was less than 20 ohms from the most recent shock delivered. The patient has had a few episodes of ventricular fibrillation of which they are not symptomatic there was thought the shock might have been inappropriate due to a noisy lead. However, the patient can feel their heart beating hard when lying on their left side. The patient's crt-d was programmed to other than monitor + therapy and the patient was being admitted to the hospital. Technical services discussed device and lead behavior.